Event description:
It was reported that one day post lead revision procedure, this right atrial (ra) lead exhibited intermittent noise and low pace impedance measurements less than 200 ohms. About one week later, an alert for high pace impedance measurements greater than 2000 ohms range was received. However, during patient office visit, measurements were within the 800 ohms range. No additional adverse patient effects were reported. At this time, the lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).